Event description:
An ophthalmic surgeon reported that there was a hole in the drain bag and leakage occurred during a cataract intraocular implant procedure. The procedure was completed after replacing the pak with another one. There was no harm to the patient or customer. Additional information was requested but has not been received to date.

Manufacturer narrative:
A complaint sample has been returned but has not been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).